Event description:
Allegedly painful hip. Revised stem to ancafit.

Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. Event and MFR of product occurred in another country. This is the same event as 3003379990-2007-00028, 1043534-2007-00066.